Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a current fill estimate of 105 units that remained static despite insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller that this issue can occur due to a large variance in measured pressures used to calculate the insulin amount in the cartridge and advised that the fill estimate would begin to count down normally once the insulin amount in the cartridge matched the static number displayed. Caller understood and acknowledged the explanation.